Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced a hypotensive episode coincident with use of levophed being infused intravenously with a baxter healthcare solution set. The patient was hospitalized at the time the event occurred. The cause of the event was reported to be due to a crack in the collar of the solution set. At the time the event occurred; a new infusion of levophed was prepared, the solution set line was replaced, and the infusion of levophed continued. The patient's blood pressure stabilized and the patient recovered from the hypotensive event. No additional information is available.